Event description:
On (B)(6) 2012, customer reported that there was blood dripping from under the needle bellows assembly on their lh750 analytical station. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed the leak. Fse noted that there was a plug in the waste line that caused the needle bellows to not drain. Fse replaced the waste line and performed a semi-annual preventive maintenance on the instrument. This resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).